Event description:
Pt with pseudophakic bullous keratopathy and a displaced posterior chamber intraocular lens (iol) underwent penetrating keratoplasty and iol exchange. One loop of the posterior chamber iol was deformed. Attempt at recentering was unsuccessful, requiring exchange.